Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Furthermore, the reported device operated differently than expected (clip angulation) and physical resistance were determined to be due to procedural conditions of the difficult deployment and troubleshooting maneuvers performed to deploy the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve and deployment was started. The actuator knob was turned 8 times, but the clip did not release from the cds and there was minor angulation between the clip and the shaft. Three additional turns were made on the actuator knob, but resistance was noted. Anterior/posterior movement of the guide, and medial/lateral movement of the cds were performed. At this point, the clip released and was deployed successfully. The mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.